Event description:
The versa jet hydro surgical system was assembled for use. The hand piece was attached and the foot pedal would not work. The device would not activate. A second hand piece was used without incident.